Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4).. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device were used during an unknown procedure performed in (B)(6) 2021. The exact date of the procedure was not provided. During the procedure, the clip was attempted to be deployed, but would not come away from the catheter to deploy. It was noted that various ways were tried in order to release the clip, and it did eventually come off. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.